Event description:
It was reported that stored noise events on the atrial lead were seen during routine follow-up. The noise could not be reproduced. The patient was asymptomatic and the lead was left in place.